Event description:
Report that the hospital was unable to set the pip above 10 cmh20.

Manufacturer narrative:
Lab results: inspected the spool valve from the flow control valve and found a residue of unk substance on the side of the shaft, this may have caused the shaft to stick in the spool valve.